Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited competitive atrial pacing and undersensing which inappropriately prevented mode switch. Programming changes were implemented. There were no patient consequences.